Event description:
It was reported that, during a meniscal repair procedure, two (2) meniscus mender sets broke. The first broke off when it was inserted into the needle. The second, both wire loops were removed and also broke with no force. The procedure was completed with a significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4). Medwatch reference number: mw5112668.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. The root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.